Event description:
It was reported that: there was a problem with the wire in this set. There were already difficulties when inserting the dilator, which indicates an unclean finish to the wire. The wire was returned and investigated by the engineers and was found to be kinked. Complaint was changed to reportable as this is a reportable issue historically.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: there was a problem with the wire in this set. There were already difficulties when inserting the dilator, which indicates an unclean finish to the wire.the wire was returned and investigated by the engineers and was found to be kinked. Complaint was changed to reportable as this is a reportable issue historically.

Manufacturer narrative:
Qn#(B)(4) the report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire had two kinks on the body. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional user error likely contributed to this event, however, the probable cause of guide wire and dilator resistance could not be determined based upon the information provided and without the dilator being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature. The complaint of "foreign material - piece of metal" was confirmed based upon the sample received. A metal clip was observed within the packaging. A device history record review was performed, and no relevant findings were identified. An investigation was initiated to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.